Manufacturer narrative:
"H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted."

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 10 years, 2 months due to degeneration and severe stenosis. Patient presented with lightheadedness and dizziness .the procedure was performed with a 23mm 9755rsl transcatheter valve. This is 43-year-old female patient.

Event description:
It was reported that a patient with a 23mm magna aortic valve underwent a valve-in-valve procedure after an implant duration of approximately 8 years due to stenosis. The procedure was performed with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.